Event description:
Customer reported an incident where the dialysate and replacement bags would become empty and the prismaflex machine did not alarm causing airweight calibration failed 5 times. No blood loss was reported.